Event description:
It was reported that high lead impedance was seen on the patient's vns system. The diagnostic test revealed minimal current being delivered. There was no suspected manipulation or trauma that may have contributed to the cause of the high impedance. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.